Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, a review of the pump¿s black box showed cs 064 alarms had occurred. During testing, the pump was powered on and during testing, the cs 064 alarm occurred consistently. The pump was opened to inspect the motor related components revealing a stalled/frozen motor. Unrelated to the complaint, the vibratory motor mount was broken causing contact misalignment.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.